Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspnoea ("almost always feels short of breath/several episodes of dyspnea per day") and menometrorrhagia ("menometrorrhagia/heavy metrorrhagia/metrorrhagia for the past 3 days in the second part of her cycle") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (per medical records of (B)(6) 2010: for several years inflammatory lesions, likely of a nature specific to a strong nickel allergy), atopic eczema (since age 11, with lesions especially in skin folds (wrists and elbows), upper back, back of knees and face) and parity 2 (in 1996 and 1999). Good general health before essure insertion, except for flares of eczema. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 5 days after insertion of essure, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced breast pain ("predominantly right-sided breast pain"). In (B)(6) 2011, the patient experienced neck pain ("significant right-sided cervical pain") and musculoskeletal stiffness ("stiffness with radiation to the right shoulder"). In 2015, the patient experienced hyperventilation ("hyperventilation syndrome"). In 2015, the patient experienced tachycardia ("sinus tachycardia with the slightest effort (rising quickly to 100 bpm), nocturnal heart rate of 70/"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2016, the patient experienced dyspnoea (seriousness criteria medically significant and intervention required), dyspnoea exertional ("unusual exercise-induced dyspnea for a period of 6 hours"), chest discomfort ("chest heaviness"), malaise ("malaise"), palpitations ("heart palpitations"), limb discomfort ("limb heaviness") and bronchitis ("bronchitis"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("iron-deficiency anemia with underlying metrorrhagia") with microcytic anaemia and uterine leiomyoma ("lower right lateral 16 mm uterine fibroma"). On (B)(6) 2016, the patient experienced fatigue ("fatigability, with difficulty in performing daily activities"). On (B)(6) 2018, the patient experienced musculoskeletal chest pain ("persistent right intercostal pain"). On an unknown date, the patient experienced adenomyosis ("endometrial mucosa rather inactive with superficial adenomyotic phenomena"). The patient was treated with nomegestrol acetate (lutenyl), anxiolytics, escitalopram oxalate (seroplex) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspnoea, menometrorrhagia, iron deficiency anaemia, tachycardia, dyspnoea exertional, chest discomfort, fatigue, malaise, palpitations, uterine leiomyoma, breast pain, neck pain, musculoskeletal stiffness, limb discomfort, bronchitis, musculoskeletal chest pain, adenomyosis and depression had resolved and the hyperventilation was resolving. The reporter considered adenomyosis, breast pain, bronchitis, chest discomfort, depression, dyspnoea, dyspnoea exertional, fatigue, hyperventilation, iron deficiency anaemia, limb discomfort, malaise, menometrorrhagia, musculoskeletal chest pain, musculoskeletal stiffness, neck pain, palpitations, tachycardia and uterine leiomyoma to be related to essure. The reporter commented: the procedure occurred without difficulty and with 4 trailing coils visible on the right, 3 trailing coils visible on the left. Doctor observed that, since having her essures removed, the patient has no more symptoms. Her physical performance during appropriate physical activity was nearly at the level it had been before (running, gym twice a week). Starting in 2015, she presented with hyperventilation syndrome with tachycardia and depression for which she required beta blocker, anxiolytic and antidepressant (seroplex) treatment. But, he affirmed that, since the essure removal, she has been able to discontinue her treatments because the described symptoms disappeared, and she has been perfectly fine since. According to the pulmonologist, the main factor leading to the improvement was that the copper and nickel intrauterine system was removed because indeed allergies to this device are described. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel, chrome, cobalt and cellophane electrocardiogram - on (B)(6) 2016: normal; electrocardiogram ambulatory - on (B)(6) 2016: sinus tachycardia with the slightest effort; smear cervix - on (B)(6) 2016: normal; ultrasound scan - on (B)(6) 2010: normal; on (B)(6) 2011: breast: no changes to a small acr3; image; on (B)(6) 2013: thin endometrium/uterine fibroma; x-ray - on (B)(6) 2010: essures visible in pelvis without contrast; (B)(6) 2017: pathology report: polyp lying on the cervix: fibroglandular polyp of the endocervix. No malignancy detected. Fallopian tubes: tubal mucosa free of significant histological abnormalities. Fibroids with discrete changes. Endometrial mucosa rather inactive with superficial adenomyotic phenomena. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia / heavy metrorrhagia / metrorrhagia for the past 3 days in the second part of her cycle") in a 41-year-old female patient who had essure (batch no. 700547) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (per medical records of (B)(6)2010: for several years inflammatory lesions, likely of a nature specific to a strong nickel allergy), atopic eczema (since age 11, with lesions especially in skin folds (wrists and elbows), upper back, back of knees and face) and parity 2 (in 1996 and 1999). Good general health before essure insertion, except for flares of eczema. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), 1 month 5 days after insertion of essure. In (B)(6)2011, the patient experienced breast pain ("predominantly right-sided breast pain"). In (B)(6)2011, the patient experienced neck pain ("significant right-sided cervical pain") and musculoskeletal stiffness ("stiffness with radiation to the right shoulder"). In 2015, the patient experienced hyperventilation ("hyperventilation syndrome"). In 2015, the patient experienced sinus tachycardia ("sinus tachycardia with the slightest effort (rising quickly to 100 bpm), nocturnal heart rate of 70/"). In 2015, the patient experienced depression ("depression"). On (B)(6)2016, the patient experienced dyspnoea ("almost always feels short of breath / several episodes of dyspnea per day"), dyspnoea exertional ("unusual exercise-induced dyspnea for a period of 6 hours"), chest discomfort ("chest heaviness"), malaise ("malaise"), palpitations ("heart palpitations"), limb discomfort ("limb heaviness") and bronchitis ("bronchitis"). In (B)(6)2016, the patient experienced iron deficiency anaemia ("iron-deficiency anemia with underlying metrorrhagia") with microcytic anaemia and was found to have uterine leiomyoma ("lower right lateral 16 mm uterine fibroma"). On (B)(6)2016, the patient experienced fatigue ("fatigability, with difficulty in performing daily activities"). On (B)(6)2018, the patient experienced musculoskeletal chest pain ("persistent right intercostal pain"). On an unknown date, the patient experienced adenomyosis ("endometrial mucosa rather inactive with superficial adenomyotic phenomena"), menorrhagia ("menorrhagia") and anxiety ("anxiety crisis"). The patient was treated with anxiolytics, escitalopram oxalate (seroplex), nomegestrol acetate (lutenyl) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the menometrorrhagia, dyspnoea, iron deficiency anaemia, sinus tachycardia, dyspnoea exertional, chest discomfort, fatigue, malaise, palpitations, uterine leiomyoma, breast pain, neck pain, musculoskeletal stiffness, limb discomfort, bronchitis, musculoskeletal chest pain, adenomyosis and depression had resolved, the hyperventilation was resolving and the menorrhagia and anxiety outcome was unknown. The reporter considered adenomyosis, anxiety, breast pain, bronchitis, chest discomfort, depression, dyspnoea, dyspnoea exertional, fatigue, hyperventilation, iron deficiency anaemia, limb discomfort, malaise, menometrorrhagia, menorrhagia, musculoskeletal chest pain, musculoskeletal stiffness, neck pain, palpitations, sinus tachycardia and uterine leiomyoma to be related to essure. The reporter commented: the procedure occurred without difficulty and with 4 trailing coils visible on the right, 3 trailing coils visible on the left. Doctor observed that, since having her essures removed, the patient has no more symptoms. Her physical performance during appropriate physical activity was nearly at the level it had been before (running, gym twice a week). Starting in 2015, she presented with hyperventilation syndrome with tachycardia and depression for which she required beta blocker, anxiolytic and antidepressant (seroplex) treatment. But, he affirmed that, since the essure removal, she has been able to discontinue her treatments because the described symptoms disappeared, and she has been perfectly fine since. According to the pulmonologist, the main factor leading to the improvement was that the copper and nickel intrauterine system was removed because indeed allergies to this device are described. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: nickel, chrome, cobalt and cellophane. Electrocardiogram - on (B)(6)2016: results: normal. Electrocardiogram ambulatory - on (B)(6)2016: results: sinus tachycardia with the slightest effort. Gynaecological examination - on an unknown date: the uterus was voluminous and myomatous, ovaries were healthy. Pathology test - on (B)(6)2017: polyp lying on the cervix: fibroglandular polyp of the endocervix. No malignancy detected. Fallopian tubes: tubal mucosa free of significant histological abnormalities. Fibroids with discrete changes. Endometrial mucosa rather inactive with superficial adenomyotic phenomena. Smear cervix - on (B)(6)2016: results: normal; on an unknown date: normal. Ultrasound scan - on (B)(6)2010: results: normal; on (B)(6)2011: results: breast: no changes to a small acr3 image; on (B)(6)2013: results: thin endometrium / uterine fibroma. X-ray - on (B)(6)2010: results: essures visible in pelvis without contrast. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6)2019 for the following reason: ccc amended. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia / heavy metrorrhagia / metrorrhagia for the past 3 days in the second part of her cycle") and dyspnoea ("almost always feels short of breath / several episodes of dyspnea per day/ could not do any physical activity, without shortness of breath") in a 42-year-old female patient who had essure (batch no. 700547) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (per medical records of (B)(6) 2010: for several years inflammatory lesions, likely of a nature specific to a strong nickel allergy), atopic eczema (since age 11, with lesions especially in skin folds (wrists and elbows), upper back, back of knees and face), parity 2 (in 1996 and 1999), bronchitis in 1997 and rhinopharyngitis in 1999. Good general health before essure insertion, except for flares of eczema. Concomitant products included ethinylestradiol;levonorgestrel (minidril) until 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced breast pain ("predominantly right-sided breast pain"). In (B)(6) 2011, the patient experienced the first episode of neck pain ("significant right-sided cervical pain"), musculoskeletal stiffness ("stiffness with radiation to the right shoulder") and the second episode of neck pain ("cervical pain on right"). In (B)(6) 2011, the patient experienced eczema ("peri-occular eczema"). In (B)(6) 2012, the patient experienced rhinitis ("rhinitis"). In (B)(6) 2013, the patient experienced ligament sprain ("knee sprain"). In (B)(6) 2014, the patient experienced fungal infection ("mycosis"). On (B)(6) 2014, the patient experienced road traffic accident ("road traffic accident"), the third episode of neck pain ("cervical pain"), the first episode of back pain ("back pain"), the second episode of back pain ("lumbar pain") and sciatica ("left sciatalgia"). In (B)(6) 2015, the patient experienced gastroenteritis ("gastroenteritis"). In 2015, the patient experienced hyperventilation ("hyperventilation syndrome"). In 2015, the patient experienced sinus tachycardia ("sinus tachycardia with the slightest effort (rising quickly to 100 bpm), nocturnal heart rate of 70/"). In 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced paronychia ("beginning of infection on ingrowing nail"). On (B)(6) 2016, the patient experienced dyspnoea (seriousness criterion disability), dyspnoea exertional ("unusual exercise-induced dyspnea for a period of 6 hours/ exercise-induced dyspnea with palpitations persisted for 2 months"), chest discomfort ("chest heaviness"), malaise ("malaise"), the first episode of palpitations ("heart palpitations/ palpitations"), limb discomfort ("limb heaviness") and the first episode of bronchitis ("bronchitis"). In (B)(6) 2016, the patient experienced the second episode of bronchitis ("bronchitis"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("iron-deficiency anemia with underlying metrorrhagia") with microcytic anaemia and was found to have the first episode of uterine leiomyoma ("lower right lateral 16 mm uterine fibroma"). On (B)(6) 2016, the patient experienced fatigue ("fatigability, with difficulty in performing daily activities"). In 2017, the patient experienced hemianaesthesia ("two episodes of very brief feeling of numbness of right side of the body including the face"). On (B)(6) 2018, the patient experienced musculoskeletal chest pain ("persistent right intercostal pain"). On an unknown date, the patient experienced adenomyosis ("endometrial mucosa rather inactive with superficial adenomyotic phenomena"), menorrhagia ("menorrhagia"), anxiety ("anxiety crisis"), the second episode of palpitations ("exercise-induced dyspnea with palpitations persisted for 2 months") and phlebolith ("aspecific phleboliths in left iliac fossa") and was found to have benign breast neoplasm ("benign breast cyst") and the second episode of uterine leiomyoma ("right uterine fibroma"). The patient was treated with anxiolytics, bisoprolol, bromazepam (lexomil), escitalopram oxalate (seroplex), etifoxine hydrochloride (stresam), nomegestrol acetate (lutenyl) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, dyspnoea, iron deficiency anaemia, sinus tachycardia, dyspnoea exertional, chest discomfort, fatigue, malaise, breast pain, musculoskeletal stiffness, limb discomfort, musculoskeletal chest pain, adenomyosis, depression, anxiety, the last episode of palpitations, eczema, rhinitis, ligament sprain, fungal infection, road traffic accident, the last episode of neck pain, the last episode of back pain, sciatica, gastroenteritis, the last episode of bronchitis, paronychia and hemianaesthesia had resolved, the hyperventilation was resolving and the menorrhagia, benign breast neoplasm, the last episode of uterine leiomyoma and phlebolith outcome was unknown. The reporter considered adenomyosis, anxiety, benign breast neoplasm, breast pain, chest discomfort, depression, dyspnoea, dyspnoea exertional, eczema, fatigue, fungal infection, gastroenteritis, hemianaesthesia, hyperventilation, iron deficiency anaemia, ligament sprain, limb discomfort, malaise, menometrorrhagia, menorrhagia, musculoskeletal chest pain, musculoskeletal stiffness, paronychia, phlebolith, rhinitis, road traffic accident, sciatica, sinus tachycardia, the first episode of back pain, the first episode of bronchitis, the first episode of neck pain, the first episode of palpitations, the first episode of uterine leiomyoma, the second episode of back pain, the second episode of bronchitis, the second episode of neck pain, the second episode of palpitations, the second episode of uterine leiomyoma and the third episode of neck pain to be related to essure. The reporter commented: the procedure occurred without difficulty and with 4 trailing coils visible on the right, 3 trailing coils visible on the left. The patient has anteverted, anteflexed uterus with normal volume. Treatment drug included progestative for abundant menorrhagia. Doctor observed that, since having her essures removed, the patient has no more symptoms. Her physical performance during appropriate physical activity was nearly at the level it had been before (running, gym twice a week). Starting in 2015, she presented with hyperventilation syndrome with tachycardia and depression for which she required beta blocker, anxiolytic and antidepressant (seroplex) treatment. But, he affirmed that, since the essure removal, she has been able to discontinue her treatments because the described symptoms disappeared, and she has been perfectly fine since. According to the pulmonologist, the main factor leading to the improvement was that the copper and nickel intrauterine system was removed because indeed allergies to this device are described. In a medical record, a physician reported that microcytic anemia could explain sinus tachycardia. In a medical record, a physician reported that menorrhagia was not necessarily to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Allergy test - on an unknown date: results: nickel, chrome, cobalt and cellophane. Blood iron (33 - 193 mcg/dl) - on (B)(6) 2016: 60 mcg/dl. Electrocardiogram - on (B)(6) 2016: results: normal. Electrocardiogram ambulatory - on (B)(6) 2016: results: sinus tachycardia with the slightest effort. Gynaecological examination - on an unknown date: the uterus was voluminous and myomatous, ovaries were healthy. Haemoglobin (12.5 - 15.5 g/dl) - on (B)(6) 2017: 13 g/dl; on 07-jan-2016: 11.1 g/dl; on (B)(6) 2016: 13.1 g/dl; on (B)(6) 2013: 12.9 g/dl. Pathology test - on (B)(6) 2017: polyp lying on the cervix: fibroglandular polyp of the endocervix. No malignancy detected. Fallopian tubes: tubal mucosa free of significant histological abnormalities. Fibroids with discrete changes. Endometrial mucosa rather inactive with superficial adenomyotic phenomena. Serum ferritin (35 - 110 ng/ml) - on (B)(6) 2013: 29 ng/ml; on (B)(6) 2016: 46.2 ng/ml. Smear cervix - on an unknown date: normal; on (B)(6) 2016: results: normal. Ultrasound breast - on (B)(6) 2011: showed benign breast cyst.. Ultrasound scan - on (B)(6) 2010: results: normal; on (B)(6) 2011: results: breast: no changes to a small acr3 image; on (B)(6) 2013: results: thin endometrium / right infero-lateral uterine fibroma measuring 15 mm; on (B)(6) 2017: showed ovarian cyst. X-ray - on (B)(6) 2010: results: essures visible in pelvis without contrast; on (B)(6) 2017: specific phleboliths in left iliac fossa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: information received from attorney via legal department. Patient¿s details were updated. Medical history included anteverted, anteflexed uterus with normal volume, bronchitis on (B)(6) 1997 and rhinopharyngitis on (B)(6) 1999. The patient continued minidril for 3 months after essure insertion. On (B)(6) 2010, the patient consulted for metrorrhagia in the second part of her menstrual cycle, starting 3 months earlier. The patient consulted on (B)(6) 2017, reporting that she experienced very brief feeling of numbness of right side of the body including the face when she changed her position from sitting to stand up, twice, with full recovery. On (B)(6) 2017: malaise following strong epigastric pain. The patient also experienced: cervical pain on right, peri-occular eczema, rhinitis, knee sprain, mycosis, road traffic accident, cervical pain, back pain, lumbar pain, left sciatalgia, gastroenteritis, bronchitis and beginning of infection on ingrowing nail.on (B)(6) 2017: ultrasound showed ovarian cyst. Breast ultrasound on (B)(6) 2011 showed benign breast cyst. Pelvis ultrasound on (B)(6) 2013 showed right infero-lateral uterine fibroma measuring 15 mm. On (B)(6) 2016, serum iron was of 60 mcg/dl (norm: 33 to 193). Plain abdomen x-ray on (B)(6) 2017 showed specific phleboliths in left iliac fossa. Hemoglobin and ferritin lab results were added. Concomitant and treatment drugs were added.in a medical record, a physician reported that microcytic anemia could explain sinus tachycardia.in a medical record, a physician reported that menorrhagia was not necessarily to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia / heavy metrorrhagia / metrorrhagia for the past 3 days in the second part of her cycle") and dyspnoea ("almost always feels short of breath / several episodes of dyspnea per day") in a 41-year-old female patient who had essure (batch no. 700547) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (per medical records of (B)(6) 2010: for several years inflammatory lesions, likely of a nature specific to a strong nickel allergy), atopic eczema (since age 11, with lesions especially in skin folds (wrists and elbows), upper back, back of knees and face) and parity 2 (in 1996 and 1999). Good general health before essure insertion, except for flares of eczema. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced breast pain ("predominantly right-sided breast pain"). In (B)(6) 2011, the patient experienced neck pain ("significant right-sided cervical pain") and musculoskeletal stiffness ("stiffness with radiation to the right shoulder"). In 2015, the patient experienced hyperventilation ("hyperventilation syndrome"). In 2015, the patient experienced sinus tachycardia ("sinus tachycardia with the slightest effort (rising quickly to 100 bpm), nocturnal heart rate of 70/"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2016, the patient experienced dyspnoea (seriousness criteria medically significant and intervention required), dyspnoea exertional ("unusual exercise-induced dyspnea for a period of 6 hours"), chest discomfort ("chest heaviness"), malaise ("malaise"), palpitations ("heart palpitations"), limb discomfort ("limb heaviness") and bronchitis ("bronchitis"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("iron-deficiency anemia with underlying metrorrhagia") with microcytic anaemia and was found to have uterine leiomyoma ("lower right lateral 16 mm uterine fibroma"). On (B)(6) 2016, the patient experienced fatigue ("fatigability, with difficulty in performing daily activities"). On (B)(6) 2018, the patient experienced musculoskeletal chest pain ("persistent right intercostal pain"). On an unknown date, the patient experienced adenomyosis ("endometrial mucosa rather inactive with superficial adenomyotic phenomena"), menorrhagia ("menorrhagia") and anxiety ("anxiety crisis"). The patient was treated with anxiolytics, escitalopram oxalate (seroplex), nomegestrol acetate (lutenyl) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, dyspnoea, iron deficiency anaemia, sinus tachycardia, dyspnoea exertional, chest discomfort, fatigue, malaise, palpitations, uterine leiomyoma, breast pain, neck pain, musculoskeletal stiffness, limb discomfort, bronchitis, musculoskeletal chest pain, adenomyosis and depression had resolved, the hyperventilation was resolving and the menorrhagia and anxiety outcome was unknown. The reporter considered adenomyosis, anxiety, breast pain, bronchitis, chest discomfort, depression, dyspnoea, dyspnoea exertional, fatigue, hyperventilation, iron deficiency anaemia, limb discomfort, malaise, menometrorrhagia, menorrhagia, musculoskeletal chest pain, musculoskeletal stiffness, neck pain, palpitations, sinus tachycardia and uterine leiomyoma to be related to essure. The reporter commented: the procedure occurred without difficulty and with 4 trailing coils visible on the right, 3 trailing coils visible on the left. Doctor observed that, since having her essures removed, the patient has no more symptoms. Her physical performance during appropriate physical activity was nearly at the level it had been before (running, gym twice a week). Starting in 2015, she presented with hyperventilation syndrome with tachycardia and depression for which she required beta blocker, anxiolytic and antidepressant (seroplex) treatment. But, he affirmed that, since the essure removal, she has been able to discontinue her treatments because the described symptoms disappeared, and she has been perfectly fine since. According to the pulmonologist, the main factor leading to the improvement was that the copper and nickel intrauterine system was removed because indeed allergies to this device are described. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: nickel, chrome, cobalt and cellophane. Electrocardiogram - on (B)(6) 2016: results: normal. Electrocardiogram ambulatory - on (B)(6) 2016: results: sinus tachycardia with the slightest effort. Gynaecological examination - on an unknown date: the uterus was voluminous and myomatous, ovaries were healthy. Pathology test - on (B)(6) 2017: polyp lying on the cervix: fibroglandular polyp of the endocervix. No malignancy detected. Fallopian tubes: tubal mucosa free of significant histological abnormalities. Fibroids with discrete changes. Endometrial mucosa rather inactive with superficial adenomyotic phenomena. Smear cervix - on (B)(6) 2016: results: normal; on an unknown date: normal. Ultrasound scan - on (B)(6) 2010: results: normal; on (B)(6) 2011: results: breast: no changes to a small acr3 image; on (B)(6) 2013: results: thin endometrium / uterine fibroma. X-ray - on (B)(6) 2010: results: essures visible in pelvis without contrast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: lab data and events menorrhagia and anxiety crisis added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia / heavy metrorrhagia / metrorrhagia for the past 3 days in the second part of her cycle / more significant menometrorrhagia') and dyspnoea ('almost always feels short of breath / several episodes of dyspnea per day/ could not do any physical activity, without shortness of breath / breathlessness') in a 42-year-old female patient who had essure (batch no. 700547) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included rhinopharyngitis in 1999, bronchitis in 1997, nickel sensitivity (per medical records of (B)(6) 2010: for several years inflammatory lesions, likely of a nature specific to a strong nickel allergy), atopic eczema (since age 11, with lesions especially in skin folds (wrists and elbows), upper back, back of knees and face) and parity 2 (in 1996 and 1999). Good general health before essure insertion, except for flares of eczema. Concomitant products included ethinylestradiol;levonorgestrel (minidril) until 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced breast pain ("predominantly right-sided breast pain"). In (B)(6) 2011, the patient experienced pain neck ("significant right-sided cervical pain") and musculoskeletal stiffness ("stiffness with radiation to the right shoulder"). In (B)(6) 2011, the patient experienced eczema ("peri-occular eczema"). In (B)(6) 2012, the patient experienced rhinitis ("rhinitis"). In (B)(6) 2013, the patient experienced ligament sprain ("knee sprain"). In january 2014, the patient experienced fungal infection ("mycosis"). On (B)(6) 2014, the patient experienced back pain ("lumbar pain/ back pain"), neck pain ("cervical pain irradiated to shoulder"), sciatica ("left sciatalgia") and road traffic accident ("road traffic accident"). In (B)(6) 2015, the patient experienced gastroenteritis ("gastroenteritis"). In 2015, the patient experienced hyperventilation ("hyperventilation syndrome / hyperventilation"). In 2015, the patient experienced sinus tachycardia ("sinus tachycardia with the slightest effort (rising quickly to 100 bpm), nocturnal heart rate of 70/"). In (B)(6) 2015, the patient experienced paronychia ("beginning of infection on ingrowing nail"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2016, the patient experienced dyspnoea (seriousness criterion disability), palpitations ("heart palpitations/ exercise-induced palpitations"), bronchitis ("bronchitis"), dyspnoea exertional ("unusual exercise-induced dyspnea for a period of 6 hours / exercise-induced dyspnea persisted for 2 months / dyspnea on effort"), chest discomfort ("chest heaviness"), malaise ("malaise") and limb discomfort ("limb heaviness"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("iron-deficiency anemia with underlying metrorrhagia") with microcytic anaemia and was found to have uterine leiomyoma ("lower right lateral 16 mm uterine fibroma"). On 19-sep-2016, the patient experienced fatigue ("fatigability, with difficulty in performing daily activities"). In 2017, the patient experienced hemianaesthesia ("two episodes of very brief feeling of numbness of right side of the body including the face"). On (B)(6) 2018, the patient experienced musculoskeletal chest pain ("persistent right intercostal pain"). On an unknown date, the patient experienced dyspareunia ("painful intercourses"), polymenorrhagia ("menorrhagia, irregular shorter menstrual cycles over years"), ovulation pain ("ovarian pain during ovulation"), adenomyosis ("endometrial mucosa rather inactive with superficial adenomyotic phenomena"), tachypnoea ("polypnea"), breast cyst ("benign breast cyst"), phlebolith ("aspecific phleboliths in left iliac fossa"), libido decreased ("decrease in libido") and anxiety ("anxiety crisis") and was found to have weight decreased ("weight loss of 6 kg within 4 months"). The patient was treated with anxiolytics, beta blocking agents, bisoprolol, bromazepam (lexomil), escitalopram oxalate (seroplex), etifoxine hydrochloride (stresam), nomegestrol acetate (lutenyl), paracetamol;tramadol hydrochloride (ixprim), tranexamic acid (exacyl) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, dyspnoea, dyspareunia, back pain, polymenorrhagia, iron deficiency anaemia, ovulation pain, uterine leiomyoma, adenomyosis, hyperventilation, sinus tachycardia, palpitations, bronchitis, dyspnoea exertional, tachypnoea, chest discomfort, fatigue, malaise, breast pain, pain neck, neck pain, musculoskeletal stiffness, musculoskeletal chest pain, limb discomfort, sciatica, eczema, rhinitis, ligament sprain, fungal infection, road traffic accident, gastroenteritis, paronychia, hemianaesthesia, libido decreased, anxiety and depression had resolved and the breast cyst, phlebolith and weight decreased outcome was unknown. The reporter provided no causality assessment for dyspareunia, libido decreased, ovulation pain, polymenorrhagia, tachypnoea and weight decreased with essure. The reporter considered adenomyosis, anxiety, back pain, breast cyst, breast pain, bronchitis, chest discomfort, depression, dyspnoea, dyspnoea exertional, eczema, fatigue, fungal infection, gastroenteritis, hemianaesthesia, hyperventilation, iron deficiency anaemia, ligament sprain, limb discomfort, malaise, menometrorrhagia, musculoskeletal chest pain, musculoskeletal stiffness, pain neck, palpitations, paronychia, phlebolith, rhinitis, road traffic accident, sciatica, sinus tachycardia, uterine leiomyoma and neck pain to be related to essure. The reporter commented: the procedure occurred without difficulty and with 4 trailing coils visible on the right, 3 trailing coils visible on the left. The patient has anteverted, anteflexed uterus with normal volume. Treatment drug included progestative for abundant menorrhagia. Doctor observed that, since having her essures removed, the patient has no more symptoms. Her physical performance during appropriate physical activity was nearly at the level it had been before (running, gym twice a week). Starting in 2015, she presented with hyperventilation syndrome with tachycardia and depression for which she required beta blocker, anxiolytic and antidepressant (seroplex) treatment. But, he affirmed that, since the essure removal, she has been able to discontinue her treatments because the described symptoms disappeared, and she has been perfectly fine since. According to the pulmonologist, the main factor leading to the improvement was that the copper and nickel intrauterine system was removed because indeed allergies to this device are described. In a medical record, a physician reported that microcytic anemia could explain sinus tachycardia. In a medical record, a physician reported that menorrhagia was not necessarily to be related to essure. Sinus tachycardia treated with betablockers. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Allergy test - on an unknown date: results: nickel, chrome, cobalt and cellophane. Blood iron (33 - 193 mcg/dl) - on (B)(6) 2016: 60 mcg/dl. Electrocardiogram - on (B)(6) 2016: results: normal. Electrocardiogram ambulatory - on (B)(6) 2016: results: sinus tachycardia with the slightest effort. Gynaecological examination - on an unknown date: the uterus was voluminous and myomatous, ovaries were healthy. Haemoglobin (12.5 - 15.5 g/dl) - on (B)(6) 2017: 13 g/dl; on (B)(6) 2016: 11.1 g/dl; on (B)(6) 2016: 13.1 g/dl; on (B)(6) 2013: 12.9 g/dl. Microscopy - on an unknown date: pathological anatomy examination: scanning electron microscopy of the section from paraffin block of a uterine tube biopsy showed the presence of inorganic particles: 12 tin compound, 3 aluminosilicates, 2 tin + silver and 1 silica. Tin and silver, which are elements present in the uterine horn biopsy section from the paraffin block, were also found in the composition of the solder of an essure implant. Pathology test - on (B)(6) 2017: polyp lying on the cervix: fibroglandular polyp of the endocervix. No malignancy detected. Fallopian tubes: tubal mucosa free of significant histological abnormalities. Fibroids with discrete changes. Endometrial mucosa rather inactive with superficial adenomyotic phenomena. Serum ferritin (35 - 110 ng/ml) - on (B)(6)2013: 29 ng/ml; on (B)(6) 2016: 46.2 ng/ml. Smear cervix - on an unknown date: normal; on 28-sep-2016: results: normal. Ultrasound breast - on (B)(6) 2011: showed benign breast cyst.. Ultrasound scan - on (B)(6) 2010: results: normal; on (B)(6) 2011: results: breast: no changes to a small acr3 image; on (B)(6) 2013: results: thin endometrium / right infero-lateral uterine fibroma measuring 15 mm; on (B)(6) 2017: showed ovarian cyst. X-ray - on (B)(6) 2010: results: essures visible in pelvis without contrast; on (B)(6) 2017: specific phleboliths in left iliac fossa. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of product technical complaint (ptc). After internal review, events "menstruation irregular/ shorter menstrual cycles" and "menorrhagia" were pooled to polymenorrhagia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia / heavy metrorrhagia / metrorrhagia for the past 3 days in the second part of her cycle / more significant menometrorrhagia') and dyspnoea ('almost always feels short of breath / several episodes of dyspnea per day/ could not do any physical activity, without shortness of breath / breathlessness') in a 42-year-old female patient who had essure (batch no. 700547) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included rhinopharyngitis in 1999, bronchitis in 1997, nickel sensitivity (per medical records of (B)(6) 2010: for several years inflammatory lesions, likely of a nature specific to a strong nickel allergy), atopic eczema (since age 11, with lesions especially in skin folds (wrists and elbows), upper back, back of knees and face) and parity 2 (in 1996 and 1999). Good general health before essure insertion, except for flares of eczema. Concomitant products included ethinylestradiol;levonorgestrel (minidril) until 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced breast pain ("predominantly right-sided breast pain"). In (B)(6) 2011, the patient experienced pain neck ("significant right-sided cervical pain"), musculoskeletal stiffness ("stiffness with radiation to the right shoulder") and the first episode of neck pain ("cervical pain on right"). In (B)(6) 2011, the patient experienced eczema ("peri-ocular eczema"). In (B)(6) 2012, the patient experienced rhinitis ("rhinitis"). In (B)(6) 2013, the patient experienced ligament sprain ("knee sprain"). In (B)(6) 2014, the patient experienced fungal infection ("mycosis"). On (B)(6) 2014, the patient experienced road traffic accident ("road traffic accident"), the second episode of neck pain ("cervical pain"), back pain ("back pain"), lumbar pain ("lumbar pain") and sciatica ("left sciatalgia"). In (B)(6) 2015, the patient experienced gastroenteritis ("gastroenteritis"). In 2015, the patient experienced hyperventilation ("hyperventilation syndrome / hyperventilation"). In 2015, the patient experienced sinus tachycardia ("sinus tachycardia with the slightest effort (rising quickly to 100 bpm), nocturnal heart rate of 70/"). In 2015, the patient experienced depression ("depression"). In june 2015, the patient experienced paronychia ("beginning of infection on ingrowing nail"). On (B)(6) 2016, the patient experienced dyspnoea (seriousness criterion disability), dyspnoea exertional ("unusual exercise-induced dyspnea for a period of 6 hours / exercise-induced dyspnea with palpitations persisted for 2 months / dyspnea on effort"), chest discomfort ("chest heaviness"), malaise ("malaise"), palpitations ("heart palpitations/ palpitations"), limb discomfort ("limb heaviness") and the first episode of bronchitis ("bronchitis"). In (B)(6) 2016, the patient experienced the second episode of bronchitis ("bronchitis"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("iron-deficiency anemia with underlying metrorrhagia") with microcytic anaemia and was found to have uterine fibroma ("lower right lateral 16 mm uterine fibroma"). On (B)(6) 2016, the patient experienced fatigue ("fatigability, with difficulty in performing daily activities"). In 2017, the patient experienced hemianaesthesia ("two episodes of very brief feeling of numbness of right side of the body including the face"). On (B)(6) 2018, the patient experienced musculoskeletal chest pain ("persistent right intercostal pain"). On an unknown date, the patient experienced adenomyosis ("endometrial mucosa rather inactive with superficial adenomyotic phenomena"), heavy menstrual bleeding ("menorrhagia"), anxiety ("anxiety crisis"), exercise induced palpitation ("exercise-induced dyspnea with palpitations persisted for 2 months"), breast cyst ("benign breast cyst"), phlebolith ("aspecific phleboliths in left iliac fossa"), ovulation pain ("ovarian pain during ovulation"), menstruation irregular ("irregular, shorter menstrual cycles over years"), hypomenorrhoea ("irregular, shorter menstrual cycles over years"), dyspareunia ("painful intercourses"), libido decreased ("decrease in libido") and tachypnoea ("polypnea") and was found to have uterine leiomyoma ("right uterine fibroma") and weight decreased ("weight loss of 6 kg within 4 months"). The patient was treated with anxiolytics, beta blocking agents, bisoprolol, bromazepam (lexomil), escitalopram oxalate (seroplex), etifoxine hydrochloride (stresam), nomegestrol acetate (lutenyl), paracetamol;tramadol hydrochloride (ixprim), tranexamic acid (exacyl) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, dyspnoea, iron deficiency anaemia, sinus tachycardia, dyspnoea exertional, chest discomfort, fatigue, malaise, palpitations, uterine fibroma, breast pain, pain neck, musculoskeletal stiffness, limb discomfort, musculoskeletal chest pain, adenomyosis, depression, anxiety, exercise induced palpitation, eczema, rhinitis, ligament sprain, fungal infection, road traffic accident, the last episode of neck pain, back pain, lumbar pain, sciatica, gastroenteritis, the last episode of bronchitis, paronychia and hemianaesthesia had resolved, the hyperventilation was resolving and the heavy menstrual bleeding, breast cyst, uterine leiomyoma, phlebolith, ovulation pain, menstruation irregular, hypomenorrhoea, dyspareunia, libido decreased, tachypnoea and weight decreased outcome was unknown. The reporter provided no causality assessment for dyspareunia, hypomenorrhoea, libido decreased, menstruation irregular, ovulation pain, tachypnoea and weight decreased with essure. The reporter considered adenomyosis, anxiety, back pain, breast cyst, breast pain, chest discomfort, depression, dyspnoea, dyspnoea exertional, eczema, fatigue, fungal infection, gastroenteritis, heavy menstrual bleeding, hemianaesthesia, hyperventilation, iron deficiency anaemia, ligament sprain, limb discomfort, malaise, menometrorrhagia, musculoskeletal chest pain, musculoskeletal stiffness, pain neck, palpitations, paronychia, phlebolith, rhinitis, road traffic accident, sciatica, sinus tachycardia, uterine fibroma, the first episode of bronchitis, exercise induced palpitation, lumbar pain, uterine leiomyoma, the first episode of neck pain, the second episode of bronchitis and the second episode of neck pain to be related to essure. The reporter commented: the procedure occurred without difficulty and with 4 trailing coils visible on the right, 3 trailing coils visible on the left. The patient has anteverted, anteflexed uterus with normal volume. Treatment drug included progestative for abundant menorrhagia. Doctor observed that, since having her essures removed, the patient has no more symptoms. Her physical performance during appropriate physical activity was nearly at the level it had been before (running, gym twice a week). Starting in 2015, she presented with hyperventilation syndrome with tachycardia and depression for which she required beta blocker, anxiolytic and antidepressant (seroplex) treatment. But, he affirmed that, since the essure removal, she has been able to discontinue her treatments because the described symptoms disappeared, and she has been perfectly fine since. According to the pulmonologist, the main factor leading to the improvement was that the copper and nickel intrauterine system was removed because indeed allergies to this device are described. In a medical record, a physician reported that microcytic anemia could explain sinus tachycardia. In a medical record, a physician reported that menorrhagia was not necessarily to be related to essure. Sinus tachycardia treated with betablockers. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Allergy test - on an unknown date: results: nickel, chrome, cobalt and cellophane. Blood iron (33 - 193 mcg/dl) - on (B)(6) 2016: 60 mcg/dl. Electrocardiogram - on (B)(6) 2016: results: normal. Electrocardiogram ambulatory - on (B)(6) 2016: results: sinus tachycardia with the slightest effort. Gynaecological examination - on an unknown date: the uterus was voluminous and myomatous, ovaries were healthy. Haemoglobin (12.5 - 15.5 g/dl) - on (B)(6) 2017: 13 g/dl; on (B)(6) 2016: 11.1 g/dl; on (B)(6) 2016: 13.1 g/dl; on (B)(6) 2013: 12.9 g/dl. Microscopy - on an unknown date: pathological anatomy examination: scanning electron microscopy of the section from paraffin block of a uterine tube biopsy showed the presence of inorganic particles: 12 tin compound, 3 aluminosilicates, 2 tin + silver and 1 silica. Tin and silver, which are elements present in the uterine horn biopsy section from the paraffin block, were also found in the composition of the solder of an essure implant. Pathology test - on (B)(6) 2017: polyp lying on the cervix: fibroglandular polyp of the endocervix. No malignancy detected. Fallopian tubes: tubal mucosa free of significant histological abnormalities. Fibroids with discrete changes. Endometrial mucosa rather inactive with superficial adenomyotic phenomena. Serum ferritin (35 - 110 ng/ml) - on (B)(6) 2013: 29 ng/ml; on (B)(6) 2016: 46.2 ng/ml. Smear cervix - on an unknown date: normal; on (B)(6) 2016: results: normal. Ultrasound breast - on (B)(6) 2011: showed benign breast cyst. Ultrasound scan - on (B)(6) 2010: results: normal; on (B)(6) 2011: results: breast: no changes to a small acr3 image; on (B)(6) 2013: results: thin endometrium / right infero-lateral uterine fibroma measuring 15 mm; on (B)(6) 2017: showed ovarian cyst. X-ray - on (B)(6) 2010: results: essures visible in pelvis without contrast; on (B)(6) 2017: specific phleboliths in left iliac fossa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new lab data ¿microscopy¿ and treatment medications ¿exacyl¿,¿ixiprim¿ and beta blocking agents were added as treatment medication. New events: ovarian pain during ovulation, irregular shorter menstrual cycles over years, painful intercourses, decrease in libido, polypnea, weight loss of 6 kg within 4 months. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspnoea ("almost always feels short of breath / several episodes of dyspnea per day") and menometrorrhagia ("menometrorrhagia / heavy metrorrhagia / metrorrhagia for the past 3 days in the second part of her cycle") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (per medical records of 03-(B)(6) 2010: for several years inflammatory lesions, likely of a nature specific to a strong nickel allergy), atopic eczema (since age 11, with lesions especially in skin folds (wrists and elbows), upper back, back of knees and face) and parity 2 (in 1996 and 1999). Good general health before essure insertion, except for flares of eczema. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 5 days after insertion of essure, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced breast pain ("predominantly right-sided breast pain"). In (B)(6) 2011, the patient experienced neck pain ("significant right-sided cervical pain") and musculoskeletal stiffness ("stiffness with radiation to the right shoulder"). In 2015, the patient experienced hyperventilation ("hyperventilation syndrome"). In 2015, the patient experienced sinus tachycardia ("sinus tachycardia with the slightest effort (rising quickly to 100 bpm), nocturnal heart rate of 70/"). In 2015, the patient experienced depression ("depression"). On 7-jan-2016, the patient experienced dyspnoea (seriousness criteria medically significant and intervention required), dyspnoea exertional ("unusual exercise-induced dyspnea for a period of 6 hours"), chest discomfort ("chest heaviness"), malaise ("malaise"), palpitations ("heart palpitations"), limb discomfort ("limb heaviness") and bronchitis ("bronchitis"). In march 2016, the patient experienced iron deficiency anaemia ("iron-deficiency anemia with underlying metrorrhagia") with microcytic anaemia and uterine leiomyoma ("lower right lateral 16 mm uterine fibroma"). On (B)(6) 2016, the patient experienced fatigue ("fatigability, with difficulty in performing daily activities"). On 6-may-2018, the patient experienced musculoskeletal chest pain ("persistent right intercostal pain"). On an unknown date, the patient experienced adenomyosis ("endometrial mucosa rather inactive with superficial adenomyotic phenomena"). The patient was treated with nomegestrol acetate (lutenyl), anxiolytics, escitalopram oxalate (seroplex) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspnoea, menometrorrhagia, iron deficiency anaemia, sinus tachycardia, dyspnoea exertional, chest discomfort, fatigue, malaise, palpitations, uterine leiomyoma, breast pain, neck pain, musculoskeletal stiffness, limb discomfort, bronchitis, musculoskeletal chest pain, adenomyosis and depression had resolved and the hyperventilation was resolving. The reporter considered adenomyosis, breast pain, bronchitis, chest discomfort, depression, dyspnoea, dyspnoea exertional, fatigue, hyperventilation, iron deficiency anaemia, limb discomfort, malaise, menometrorrhagia, musculoskeletal chest pain, musculoskeletal stiffness, neck pain, palpitations, sinus tachycardia and uterine leiomyoma to be related to essure. The reporter commented: the procedure occurred without difficulty and with 4 trailing coils visible on the right, 3 trailing coils visible on the left. Doctor observed that, since having her essures removed, the patient has no more symptoms. Her physical performance during appropriate physical activity was nearly at the level it had been before (running, gym twice a week). Starting in 2015, she presented with hyperventilation syndrome with tachycardia and depression for which she required beta blocker, anxiolytic and antidepressant (seroplex) treatment. But, he affirmed that, since the essure removal, she has been able to discontinue her treatments because the described symptoms disappeared, and she has been perfectly fine since. According to the pulmonologist, the main factor leading to the improvement was that the copper and nickel intrauterine system was removed because indeed allergies to this device are described. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel, chrome, cobalt and cellophane electrocardiogram - on (B)(6) 2016: normal electrocardiogram ambulatory - on (B)(6) 2016: sinus tachycardia with the slightest effort smear cervix - on (B)(6) 2016: normal ultrasound scan - on (B)(6) 2010: normal; on (B)(6) 2011: breast: no changes to a small acr3 image; on (B)(6) 2013: thin endometrium / uterine fibroma x-ray - on (B)(6) 2010: essures visible in pelvis without contrast 8-feb-2017: pathology report: polyp lying on the cervix: fibroglandular polyp of the endocervix. No malignancy detected. Fallopian tubes: tubal mucosa free of significant histological abnormalities. Fibroids with discrete changes. Endometrial mucosa rather inactive with superficial adenomyotic phenomena. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspnoea ("almost always feels short of breath / several episodes of dyspnea per day") and menometrorrhagia ("menometrorrhagia / heavy metrorrhagia / metrorrhagia for the past 3 days in the second part of her cycle") in a 41-year-old female patient who had essure (batch no. 700547) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (per medical records of (B)(6) 2010: for several years inflammatory lesions, likely of a nature specific to a strong nickel allergy), atopic eczema (since age 11, with lesions especially in skin folds (wrists and elbows), upper back, back of knees and face) and parity 2 (in (B)(6) and (B)(6)). Good general health before essure insertion, except for flares of eczema. On (B)(6) -2010, the patient had essure inserted. On (B)(6) 2010, 1 month 5 days after insertion of essure, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced breast pain ("predominantly right-sided breast pain"). In (B)(6) 2011, the patient experienced neck pain ("significant right-sided cervical pain") and musculoskeletal stiffness ("stiffness with radiation to the right shoulder"). In (B)(6) , the patient experienced hyperventilation ("hyperventilation syndrome"). In (B)(6) , the patient experienced sinus tachycardia ("sinus tachycardia with the slightest effort (rising quickly to 100 bpm), nocturnal heart rate of 70/"). In (B)(6) , the patient experienced depression ("depression"). On (B)(6) 2016, the patient experienced dyspnoea (seriousness criteria medically significant and intervention required), dyspnoea exertional ("unusual exercise-induced dyspnea for a period of 6 hours"), chest discomfort ("chest heaviness"), malaise ("malaise"), palpitations ("heart palpitations"), limb discomfort ("limb heaviness") and bronchitis ("bronchitis"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("iron-deficiency anemia with underlying metrorrhagia") with microcytic anaemia and uterine leiomyoma ("lower right lateral 16 mm uterine fibroma"). On (B)(6) 2016, the patient experienced fatigue ("fatigability, with difficulty in performing daily activities"). On (B)(6) 2018, the patient experienced musculoskeletal chest pain ("persistent right intercostal pain"). On an unknown date, the patient experienced adenomyosis ("endometrial mucosa rather inactive with superficial adenomyotic phenomena"). The patient was treated with nomegestrol acetate (lutenyl), anxiolytics, escitalopram oxalate (seroplex) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspnoea, menometrorrhagia, iron deficiency anaemia, sinus tachycardia, dyspnoea exertional, chest discomfort, fatigue, malaise, palpitations, uterine leiomyoma, breast pain, neck pain, musculoskeletal stiffness, limb discomfort, bronchitis, musculoskeletal chest pain, adenomyosis and depression had resolved and the hyperventilation was resolving. The reporter considered adenomyosis, breast pain, bronchitis, chest discomfort, depression, dyspnoea, dyspnoea exertional, fatigue, hyperventilation, iron deficiency anaemia, limb discomfort, malaise, menometrorrhagia, musculoskeletal chest pain, musculoskeletal stiffness, neck pain, palpitations, sinus tachycardia and uterine leiomyoma to be related to essure. The reporter commented: the procedure occurred without difficulty and with 4 trailing coils visible on the right, 3 trailing coils visible on the left. Doctor observed that, since having her essures removed, the patient has no more symptoms. Her physical performance during appropriate physical activity was nearly at the level it had been before (running, gym twice a week). Starting in (B)(6) , she presented with hyperventilation syndrome with tachycardia and depression for which she required beta blocker, anxiolytic and antidepressant (seroplex) treatment. But, he affirmed that, since the essure removal, she has been able to discontinue her treatments because the described symptoms disappeared, and she has been perfectly fine since. According to the pulmonologist, the main factor leading to the improvement was that the copper and nickel intrauterine system was removed because indeed allergies to this device are described. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel, chrome, cobalt and cellophane electrocardiogram - on (B)(6) 2016: normal. Electrocardiogram ambulatory - on (B)(6) 2016: sinus tachycardia with the slightest effort. Smear cervix - on (B)(6) 2016: normal. Ultrasound scan - on (B)(6) 2010: normal; on (B)(6) 2011: breast: no changes to a small acr3 image; on (B)(6) 2013: thin endometrium / uterine fibroma. X-ray - on (B)(6) 2010: essures visible in pelvis without contrast. On (B)(6) 2017: pathology report: polyp lying on the cervix: fibroglandular polyp of the endocervix. No malignancy detected. Fallopian tubes: tubal mucosa free of significant histological abnormalities. Fibroids with discrete changes. Endometrial mucosa rather inactive with superficial adenomyotic phenomena. Most recent follow-up information incorporated above includes: on 6-nov-2018: batch number provided: 700547. New reporter added. Follow-up information received and confirmed information already provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspnoea ("almost always feels short of breath / several episodes of dyspnea per day") and menometrorrhagia ("menometrorrhagia / heavy metrorrhagia / metrorrhagia for the past 3 days in the second part of her cycle") in a 41-year-old female patient who had essure (batch no. 700547) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (per medical records of (B)(6) 2010: for several years inflammatory lesions, likely of a nature specific to a strong nickel allergy), atopic eczema (since age 11, with lesions especially in skin folds (wrists and elbows), upper back, back of knees and face) and parity 2 (in 1996 and 1999). Good general health before essure insertion, except for flares of eczema. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 5 days after insertion of essure, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In january 2011, the patient experienced breast pain ("predominantly right-sided breast pain"). In august 2011, the patient experienced neck pain ("significant right-sided cervical pain") and musculoskeletal stiffness ("stiffness with radiation to the right shoulder"). In 2015, the patient experienced hyperventilation ("hyperventilation syndrome"). In 2015, the patient experienced sinus tachycardia ("sinus tachycardia with the slightest effort (rising quickly to 100 bpm), nocturnal heart rate of 70/"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2016, the patient experienced dyspnoea (seriousness criteria medically significant and intervention required), dyspnoea exertional ("unusual exercise-induced dyspnea for a period of 6 hours"), chest discomfort ("chest heaviness"), malaise ("malaise"), palpitations ("heart palpitations"), limb discomfort ("limb heaviness") and bronchitis ("bronchitis"). In march 2016, the patient experienced iron deficiency anaemia ("iron-deficiency anemia with underlying metrorrhagia") with microcytic anaemia and uterine leiomyoma ("lower right lateral 16 mm uterine fibroma"). On (B)(6) 2016, the patient experienced fatigue ("fatigability, with difficulty in performing daily activities"). On (B)(6) 2018, the patient experienced musculoskeletal chest pain ("persistent right intercostal pain"). On an unknown date, the patient experienced adenomyosis ("endometrial mucosa rather inactive with superficial adenomyotic phenomena"). The patient was treated with nomegestrol acetate (lutenyl), anxiolytics, escitalopram oxalate (seroplex) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspnoea, menometrorrhagia, iron deficiency anaemia, sinus tachycardia, dyspnoea exertional, chest discomfort, fatigue, malaise, palpitations, uterine leiomyoma, breast pain, neck pain, musculoskeletal stiffness, limb discomfort, bronchitis, musculoskeletal chest pain, adenomyosis and depression had resolved and the hyperventilation was resolving. The reporter considered adenomyosis, breast pain, bronchitis, chest discomfort, depression, dyspnoea, dyspnoea exertional, fatigue, hyperventilation, iron deficiency anaemia, limb discomfort, malaise, menometrorrhagia, musculoskeletal chest pain, musculoskeletal stiffness, neck pain, palpitations, sinus tachycardia and uterine leiomyoma to be related to essure. The reporter commented: the procedure occurred without difficulty and with 4 trailing coils visible on the right, 3 trailing coils visible on the left. Doctor observed that, since having her essures removed, the patient has no more symptoms. Her physical performance during appropriate physical activity was nearly at the level it had been before (running, gym twice a week). Starting in 2015, she presented with hyperventilation syndrome with tachycardia and depression for which she required beta blocker, anxiolytic and antidepressant (seroplex) treatment. But, he affirmed that, since the essure removal, she has been able to discontinue her treatments because the described symptoms disappeared, and she has been perfectly fine since. According to the pulmonologist, the main factor leading to the improvement was that the copper and nickel intrauterine system was removed because indeed allergies to this device are described. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel, chrome, cobalt and cellophane electrocardiogram - on (B)(6) 2016: normal. Electrocardiogram ambulatory - on (B)(6) 2016: sinus tachycardia with the slightest effort. Smear cervix - on (B)(6) 2016: normal. Ultrasound scan - on (B)(6) 2010: normal; on (B)(6) 2011: breast: no changes to a small acr3 image; on (B)(6) 2013: thin endometrium / uterine fibroma x-ray - on (B)(6) 2010: essures visible in pelvis without contrast. (B)(6) 2017: pathology report: polyp lying on the cervix: fibroglandular polyp of the endocervix. No malignancy detected. Fallopian tubes: tubal mucosa free of significant histological abnormalities. Fibroids with discrete changes. Endometrial mucosa rather inactive with superficial adenomyotic phenomena. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality safety evaluation of ptc( FDA codes update). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.